Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that suture is broken off near the midsection. Further evaluation revealed that the anchor's hex portion was severely damaged. There were sharp edges on the proximal end of the anchor. This type of event is typically caused by nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a wrist ligament reattachment procedure, the surgeon screwed in the fasttak, unslid the door, pulled out the handle and began to attach the tendon when the fiberwire snapped-off from the base of the anchor leaving two tails with needles on each. The anchor was removed and the surgeon drilled tunnels and passed suture to tie the tendon down instead. The case was completed with no adverse effect to the patient. Follow-up investigation: all components were retrieved from the patient. The inserter with metal anchor and suture are being sent back to arthrex for evaluation.